Manufacturer narrative:
The spine clamp was returned to the manufacturer for analysis. Through visual/physical examination analysis found that there was physical damage. The pivot barrel at the clamp face was missing. The clamp was not usable as is. This issue was documented in a medtronic navigation hardware anomaly tracking database. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that while cleaning and putting up the sets the manufacturer representative noticed that two spine clamps were damaged. One of the spine clamps looks like it was stripped and the other was over tightened and the washer was popped off on the clamp. No patient was present during the complaint.